Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 37 mg/dl. Caller reported that no significant event leading to hospitalization was observed. The customer was treated with IV and glucose and food. It was also reported that the reservoir is showing more insulin than what is shown on the status screen. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.